Event description:
The subject pacemaker was implanted in (B)(6) 2013 with an xfine lead. After the implant, it was detected episodes of noise. In (B)(6) 2014 it was operated again and was checked that the lead was not well connected. So the physician connected again the same lead to the same pacemaker. On (B)(6) 2017, the patient began to present syncopes due to the non-pacing of the pacemaker. In the hospital they checked measures of impedance, threshold and sensing were correct. The physician reprogrammed the sensitivity to 15mv to avoid noise detection and the pacing output to 5v. The patient was hospitalized for 3 hours and did not have any syncope, so she was discharged but in her house she presented syncopes again. On returning to the hospital, the pacemaker was reprogrammed in asynchronous mode. This time it was observed that when the physician put the programming head above the pacemaker to interrogate it, the pacemaker inhibited and when manipulating the pacemaker area noise was detected and also a loss of capture. In a provided egm there is a moment when there are spikes but no capture. Changing the position of the patient's arm also produces noise and loss of capture. On (B)(6) 2017 the patient was re-operated. When the pocket was opened and the pacemaker removed, no connection issue was noted. Additionally when moving the pacemaker and the lead no inhibition occurs, so the device continues to function properly. When the pacemaker was disconnected, the patient had his own rhythm around 30 bpm, it was verified that the measurements with the electrode were correct. But a small damage in the lead has been observed and it has been tried to make movements of the lead in the proximal zone and it was detected noise and intermittent loss of capture. It has been decided to implant a new system. The pacemaker will be returned for analysis, the xfine lead remains implanted and abandoned.

Manufacturer narrative:
(B)(4).

Event description:
The subject pacemaker was implanted in (B)(6) 2013 with an xfine lead. After the implant, it was detected episodes of noise. In (B)(6) 2014 it was operated again and was checked that the lead was not well connected. So the physician connected again the same lead to the same pacemaker. On (B)(6) 2017, the patient began to present syncopes due to the non-pacing of the pacemaker. In the hospital they checked measures of impedance, threshold and sensing were correct. The physician reprogrammed the sensitivity to 15mv to avoid noise detection and the pacing output to 5v. The patient was hospitalized for 3 hours and did not have any syncope, so she was discharged but in her house she presented syncopes again. On returning to the hospital, the pacemaker was reprogrammed in asynchronous mode. This time it was observed that when the physician put the programming head above the pacemaker to interrogate it, the pacemaker inhibited and when manipulating the pacemaker area noise was detected and also a loss of capture. In a provided egm there is a moment when there are spikes but no capture. Changing the position of the patient's arm also produces noise and loss of capture. On (B)(6) 2017 the patient was re-operated. When the pocket was opened and the pacemaker removed, no connection issue was noted. Additionally when moving the pacemaker and the lead no inhibition occurs, so the device continues to function properly. When the pacemaker was disconnected, the patient had his own rhythm around 30 bpm, it was verified that the measurements with the electrode were correct. But a small damage in the lead has been observed and it has been tried to make movements of the lead in the proximal zone and it was detected noise and intermittent loss of capture. It has been decided to implant a new system. The pacemaker will be returned for analysis, the xfine lead remains implanted and abandoned.